Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 543 mg/dl which was treated with insulin pump. Customer stated that they got an alarm in the middle of night saying blood glucose was high on sensor treated and pump kept alarming at night. Customer was using insulin pump within 48 hours of reported high blood glucose level. The auto mode feature was active at the time of reported high blood glucose level. The insulin pump will be returned for analysis.